Manufacturer narrative:
Analysis confirmed that the programmer had been dropped and had a broken upper and lower case. It was also found that the stylus was missing the tip, and was not able to make selections on the programmer screen. The micro processor unit (mpu) printed circuit board (pcb) was electrically out of specification. The floppy disk drive was electrically out of specification, and the power cord was damaged. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer that was returned for handle repair after falling subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.